Manufacturer narrative:
Correction number: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg was unable to communicate with the patient programmer and had difficulty maintaining communication while recharging. The patient experienced a fall and landed on the ipg approximately 6 months ago. Stimulation and coverage is effective. However, the site is tender to touch and the edge of the ipg is prominent. Surgical intervention may occur to replace the ipg with a non-rechargeable device because the patient doesn't prefer a recharge burden.